Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the hand control device was sticking was confirmed. An assessment was performed on the device which determined that lever on the hand control would not pivot. It was further determined that the springs were worn out and broken. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a veterinary ventral slot surgical procedure on a canine, it was observed that hand control device was sticking with the motor device when the devices were being used together. It was reported that there was a 25 minute delay in the procedure and a spare motor device was available to successfully complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.